Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time if filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The balance regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the gas proportioning system was not operating as expected, causing the potential of a hypoxic mix of gas delivery. There was no report of patient involvement.